Manufacturer narrative:
The complainant indicated that the device will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approx 3 months post placement of a 10 mm x 80 mm rx wallstent permalume for mgmt of a stricture in the distal common bile duct (cbd), the pt underwent a scheduled stricture revision. During the procedure it was noted that the stent contained tissue ingrowth and the stent was imbedded laterally against the duodenal wall. The complication was noted as serious, mild and definitely related to the device. The stent was removed utilizing a rat tooth forceps. No further intervention was performed. The pt's status is reported as "resolved".